Event description:
It was reported that the pt experienced a change in her stimulation. X-rays indicated the lead had migrated. The physician attempted to revise her scs system but was unable to place the lead for right side stimulation. The entire scs system was explanted. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.